Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, door latching problems, was confirmed and reproduced as a door not fully latched alarm. This condition was determined to have been causedb ya failed lower link switch. The lower auxiliary assembly was replaced.

Event description:
It was reported a spectrum pump had door latching problems. It was also reported there was no pt involvement.